Manufacturer narrative:
Summary of analysis: an analysis was performed and it was found that the outer coil fatigue failure was the result of subclavian stress.

Event description:
The rptr indicated total loss of capture and sensing.